Event description:
It was reported to philips that the device had worn paddle plates and paddle tray. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty paddle replacement kit and paddle tray kit. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle replacement kit and paddle tray kit. The customer ordered a replacement paddle replacement kit and paddle tray kit to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.